Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain and suffering. General litigation indicates metal on metal complications. Update ad 25 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets records. Ppf alleges fracture of the bone and implant. The event description has been updated to indicate the allegations as reviewed. The law firm name, expiration, manufacturing date and UDI, and patient harm were updated as well. Added impacted product record for the stem and sleeve. Doi: (B)(6) 2008; dor: (B)(6) 2015; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. Additional narrative: added: weight, description of event or problem, evaluation codes (patient, device). No code available use for medical device removal.

Event description:
Pfs alleges squeaking and swooshing noises, fall. After review of medical records, patient was revised to addressed stem fracture, greater trochanter fracture and osteolysis. Operative notes indicated upon posterior approach broken proximal femoral portion of the implant was noted and removed. There was some fragmentation of the proximal femur noted during the ex-plantation process. Added height and weight of patient. Doi: (B)(6) 2008. Dor: (B)(6) 2015. Right hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.